Event description:
It was reported that the customer was having issues with bubbles in the tubing and the reservoir. The customer's blood glucose was 93 mg/dl. The customer declined troubleshooting for the insulin pump because she felt that it was working fine. The customer stated that she will find bubbles in the tubing and the reservoir a day after priming the tubing and ensuring that there are no bubbles in the tubing. The customer stated that she knew there were bubbles when her blood glucose levels became high. The customer stated that she changed her infusion set after seeing the bubbles. Customer could not troubleshoot the bubbles issue due to past event. Customer stated that she had issues with the cannula being occluded and seeing blood after removing the infusion set. Advised to monitor the insulin pump and call back if any issues occurred again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.